Event description:
Customer reported "on (B)(6) 2025, during percutaneous lung puncture, there was no response to the disposable biopsy needle shrapnel. One needle was immediately replaced, resulting in prolonged operation time and symptoms of shortness of breath and suffocation in the patient. CT showed pneumothorax. Immediate closed chest drainage was performed, and the patient's symptoms were relieved."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
We have carefully reviewed the manufacturing and inspection records for this lot and found no deviations or non-conformances. Everything meets our high standards of quality. Despite multiple requests, we have not yet received the sample related to the complaint. Additionally, no photographic or visual evidence has been provided to support a review of the concern. Without this necessary information, a thorough investigation cannot be conducted, and identifying a root cause or corrective action is not feasible. At this time, no corrective action is required. However, if the samples are provided at a later date, we would be happy to reopen the complaint for further evaluation. .